Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the pump on 2018-mar-21. Revealed a pump motor gear train anomaly regarding corrosion and/or wear and/or corrosion; stall was due to the shaft bearing. As per the pump's log, the following drugs were being administered as of (B)(6) 2018: dilaudid with concentration 30.0 mg/ml at a minimum dose rate of 0.184 mg/day and bupivacaine with concentration 20.0 mg/ml at a minimum dose rate of 0.123 mg/day. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a company representative regarding a patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for non-malignant pain and chronic low back pain. It was reported that elective replacement indicator (eri) occurred. The pump was returned to the manufacturer. No patient symptoms were indicated. No patient complications have been reported as a result of this event.